Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that after collecting arterial blood gas from the patient, the needle was removed, and the cap was put on. When the remaining air in the cap was exhausted, there was blood overflow. Arterial blood will coagulate after exposure, so arterial blood had to be redrawn, resulting in blood exposure for medical staff. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.